Event description:
It was reported that the medication leaked from the top of the syringe, and then the needle separated from the syringe and remained in the patient's arm. The patient received another dose of the medication since the first dose was incomplete. The device was operated by a healthcare professional. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. Four devices were returned for evaluation. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.